Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and all of its cubies displayed the message ¿device not detected on bus". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 displayed "device not detected on bus" error. A field service engineer found that drawer 2.1 pocket e1 was not detected on the bus. Further, the engineer proceeded to the hardware test application to eject the pocket, checked for contamination, reseated all row ribbon cable connections to the trays, and reinserted cubie pocket e1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.